Event description:
Another manufacturer's aaa endoprosthesis was deployed. Upon ballooning with our coda balloon, the physician ballooned 3 times and the aneurysm ruptured - patient expired on the table.

Manufacturer narrative:
No product was returned for investigation; therefore, we were not able to determine the root cause of this event. This device is shipped with an "instructions for use" booklet that lists the warnings and precautions, and the correct inflation procedure. Additionally, the balloon diameter is verified 100% by our quality control department prior to further shipping. Nevertheless, the appropriate individuals have been notified of this matter, and we will continue to monitor for similar reports.